Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders for multiple patients were not crossing to multiple stations. A technical support specialist dialed into the server and ran a downtime query, which showed that more than 5,000 messages were stuck and not draining from carefusion coordination engine (cce), restarted the external messaging services, then re-ran the downtime query and confirmed that the messages were draining successfully and were current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user reported an issue with new orders were not crossing. Informed that it was not crossing to multiple stations and was affecting multiple patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.